Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the left ventricular lead helix would not extend or retract. The lead was not implanted. No patient symptoms were reported.

Manufacturer narrative:
This report is to retract report 2017865-2015-30183 submitted on 11/13/2015. Upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction, did not cause a serious adverse event, and is not likely to cause serious injury upon recurrence.

Event description:
This report is to retract report 2017865-2015-30183 submitted on 11/13/2015. Upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction, did not cause a serious adverse event, and is not likely to cause serious injury upon recurrence.